Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available [(secondary surgery, lens explant, addition of new pi (surgical), significant reduction of ica, anterior chamber irrigation/evacuation of visco/fluids, "flat ac"] conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.93mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.5/179 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. The surgeon reports the following: elevated iop, significant reduction of irido-corneal angles (ica), addition of new pi (surgical), anterior chamber irrigation/evacuation of visco/fluids, "flat ac," and corneal edema. States the problem started to resolve after two ac washes and surgical pi with "air bubble in ac." On (B)(6) 2018 the lens was explanted due to excessive vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information received from reporter indicated: "the last status was at 3 days post icl removal: corneal edema + ischemic iris; different grades. Surely no exchange lenses have been implanted." Lens was returned dry, with clear surgical residue/debris on product, in a steripack. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).